Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a change out procedure for normal battery depletion, when the chronic right atrial (ra) lead was inserted into the new device, noise was observed. Manipulation of the lead worsened the noise and the pacing impedance measurements became unstable with intermittent readings over 2000 ohms. It was noted that pre-implant testing of the lead indicated no issues. Subsequently the lead was surgically abandoned and a new lead was successfully implanted with the new device. No adverse patient effects were reported.